Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred with multiple cartridges during basal deliveries and bolus deliveries. The customer's blood glucose level was 99-274 mg/dl. Customer will continue to use current pump for insulin therapy.